Event description:
It was reported that the patient's device could not be interrogated at the patient's initial follow up visit after vns therapy implantation. A generator reset needed to be performed and a message was shown after the rest that the device had been disabled for an unknown reason. The battery level was at 25% and the device was programmed on. At the next follow up appointment, it was reported that the device could again not be interrogated. The patient reported feeling stimulation for a week after the device was programmed on and then not again after that. A generator reset was performed again and when the device was able to be interrogated, an error message was shown that the device had been disabled due to a pulse watchdog timeout. The patient's device was programmed again to the same settings as before. A review of the design history record was performed which showed that the device had passed all functional test prior to distribution. Programming data was received and analysis was performed using the data. Through the analysis, it was shown that there was some form of data corruption. This is believed to be caused by an electrical component failure of the generator. No additional relevant information has been received to date.

Event description:
The patient went to the physician's office for another device check and the device showed 50% battery and was able to be interrogated. There was no evidence that the device had not delivered therapy in between the clinic visits however the decision was made to move forward with the replacement. Before the operation, the generator was able to be communicated with and the diagnostics were ok. The generator was replaced and planned to be returned to the manufacturer. The generator was received by the manufacturer however analysis has not been completed to date.

Event description:
Product analysis was completed on the generator. Analysis of the device¿s ram and flash data indicated that there were inconsistencies in the values stored in certain locations. The generator was continuously monitored for a time and was able to deliver the programmed output currents. The generator was subjected to the fet which it failed due to a device reset that resulted in a failure to communicate. The device data was reviewed and there were erroneous values noted. After analysis the issues that occurred with the device were isolated to the micro-processor however the cause of the failure could not be identified.